Event description:
It was reported that after the surgeon inserted the cc4204a collamer single piece lens with aspheric, an imprint or smudge was noted on the lens. The lens was removed and replaced with another same model lens without any patient injury.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation: method - lens work order search. Results: a parent/child lens work order search was performed and there were no similar complaints found. Claim # (B)(4).

Manufacturer narrative:
Method - device history review. Results: visual inspection of the returned lens showed a haptic was bent and a clear surgical residue on the device. The lens was inspected under microscope and there were no smudge or imprint observed. Focusing closer, the optic was found to be free of any defects. DHR - there was no information provided by the surgeon that indicated if the "imprint or smudge" was present on the lens when it was received or it occurred on removal from packaging. Hence, no evident cause can be identified. Upon review of the device history record and the our investigation, a conclusion can be drawn that nothing in the manufacturing process contributed to the tearing of the haptic. As the defect was not noticed prior to loading, the most likely root cause for a torn haptic is a defective delivery system or mishandling prior to or during loading into the cartridge. Conclusion: based on the complaint history, work order search, product evaluation and device history review, we were unable to confirm this complaint. (B)(4).